Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker and the right atrial (ra) lead were experiencing far r oversensing. No intervention has been performed. There were no patient consequences.